Manufacturer narrative:
Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. The patient reports that there hasn¿t been a day in which the patient hasn¿t had pain since the surgery. Patient stated that screws were implanted from neck to tailbone without rods or plates and that the screws are poking through her skin. The patient did not provide any additional information.